Event description:
During total hip arthroplasty, an intraoperative vertical fracture line was observed in the calca area that was reinforced with cabling.

Manufacturer narrative:
D4 - lot number not provided.